Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure the stent delivery system stuck on the guidewire and a shaft fracture occurred. A 2.5 x 8mm taxus express2 drug eluting stent (des) had been selected to treat an unknown lesion. While advancing the device onto an unspecified non-bsc guidewire, the taxus express2 des became stuck on the wire. The catheter shaft broke during attempts to remove the device from the guidewire. The device did not contact the patient. The procedure was completed with another 2.5 x 8mm taxus express2 des. There were no patient complications reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device. If there is any further relevant information from that review, a supplemental medwatch will be filed.